Event description:
Patient returned to or 8 days after initial surgery due to collapsed anterior chamber of the left eye. The tube on the device was noted to have a laceration upon inspection after removal. Manipulation of the tube on inspection led to splitting of the tube.

Event description:
Patient returned to or 8 days after initial surgery due to collapsed anterior chamber of the left eye. The tube on the device was noted to have a laceration upon inspection after removal. Manipulation of the tube on inspection led to splitting of the tube.